Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routing follow-up, this device was observed to be exhibited an accelerated rate of battery depletion. The physician confirmed normal thresholds, impedances and ventricular as well as atrial amplitudes however, longevity had decreased approximately six years within a one year timeline. The device has been scheduled for replacement. No other resulting adverse patient effects were reported.

Event description:
It was reported that during a routing follow-up, this device was observed to be exhibited an accelerated rate of battery depletion. The physician confirmed normal thresholds impedances and ventricular as well as atrial amplitudes however, longevity had decreased approximately six years within a one year timeline. The device was scheduled for replacement and later confirmed explanted and replaced. No other resulting adverse patient effects were reported and the unit is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.